Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that propofol infusions sometimes leak out the vent on the IV set.

Manufacturer narrative:
The customer reported there was leakage from the vent, and returned a photo of the issue. The issue is reported on unknown material, alaris primary tubing, and no lot number was reported. The photo does show a tubing from a propofol bottle. The photo unfortunately cannot confirm the leakage, without a physical sample for investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided